Manufacturer narrative:
Continuation of d10: product ID 8780, serial #: (B)(6); implanted: (B)(6) 2025, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine drug (30 mg/ml, 15 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient did not like the pump placement in their back. The patient was wanting the pump placed in their abdomen instead of their back. The healthcare provider (hcp) moved the pump to the abdomen, so they had to do a catheter revision to be able to move the pump to the abdomen. There were no factors that may have led or contributed to this issue. There was no troubleshooting needed. The issue was resolved at the time of this report.